Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a total gastrectomy procedure. Reportedly the string on the instrument broke from the instrument. No pt injury reported.